Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a trifecta valve was implanted. On (B)(6) 2024, a 23mm navitor valve was implanted. The following the day, on (B)(6) 2024, the patient experienced coronary obstruction and the patient passed away.

Manufacturer narrative:
An event of thrombosis, injury and patient death was reported. Information from the field indicated that there was a valve in valve procedure performed and a valve was placed in the trifecta valve. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device serial number was not provided; therefore, the device history record and complaint history review could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. From medical review: "a navitor was selected, however there were no issues/complications identified with the implant of the navitor valve. The obstruction reported was noted to be related to the trifecta valve. The cause of death was noted as coronary obstruction presumably due to sinus sequestration with consequent thrombosis. The death should be captured with the trifecta implant."

Event description:
It was reported that on an unknown date, a trifecta valve was implanted. On (B)(6) 2024, the patient presented to the hospital. Imaging (angiography and tte) was performed and revealed stenosis of the valve and sinus sequestration with consequent thrombosis. A 23mm navitor valve was then implanted. The following the day, on (B)(6) 2024, the patient experienced myocardial infarction, pericardial effusion, and subsequently passed away. The implanted classified the death as being related to the anatomy of the patient and the trifecta valve.